Manufacturer narrative:
This report is submitted on january 18, 2023.

Event description:
Per the clinic, the patient underwent a skin revision surgery using silver nitrate on (B)(6) 2022. The patient was placed under general anesthesia on (B)(6) 2022 in order to remove the abutment. The implanted device remains.